Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient disconnected a supply bag then reconnected a new supply bag to the used supply line. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check lines and bags alarm, a technical service representative (tsr) discovered that a home patient (hp) disconnected a supply bag and reconnected a new one. The hp was connected at the time of the supply bag switch. The hp ended therapy on the homechoice (hc) and planned on completing therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.